Manufacturer narrative:
No adverse effect was noted. (B)(4). One used catheter was returned. The catheter shaft and hub were separated. The proximal end of the catheter shaft was slightly flared. Both the proximal outer diameter (od) of the catheter shaft and distal inner diameter (ID) of the hub were covered in residue from being taped together. This device is shipped with instructions for use (IFU) which describes the appropriate warnings, precautions and placement techniques. Incoming inspection checks that material supplied with adapter is bonded securely between tubing and adapter and confirms proximal end of catheter, check for correct fitting and verify security of fitting. Quality engineer of the supplier was notified of this event. One used catheter was returned. The catheter shaft and hub were separated. The proximal end of the catheter shaft was slightly flared. Both the proximal od of the catheter shaft and distal ID of the hub were covered in residue from being taped together. The root cause of the separation remains unk. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. The vendor has opened action steps in response to similar complaints. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk analysis (qera) will not be updated in response to this complaint. The addition of this complaint will not increase the occurrence or risk priority number. No further mitigating action is necessary is still valid.

Event description:
The catheter was in the pt's chest tube. The hub disconnected from the catheter. The catheter was opened and air got in the chest cavity. After they sucked the air out of the pt, they taped the catheter back on. They did not use another catheter. No adverse effects to the pt.